Manufacturer narrative:
Additional information about weight has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's weight was (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer's other blood glucose was 351 mg/dl. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that auto mode off and cannula was straight. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.